Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-oct-2025. [Additional information]: on 16-oct-2025, additional information was received. The information indicated that the procedure was targeting an unruptured, saccular aneurysm of an unknown size on the m1 segment of the middle cerebral artery (mca). There were no remarkable vessel characteristics such as tortuosity and calcification that may have contributed to the reported issue. No evidence of obstructed blood flow and there was no difficulty / resistance during the advancement of the stent. The information confirmed that the 4mm x 16mm enterprise 2 vascular reconstruction device stent component was implanted after it was released in the proper target location. There was no negative impact on the patient besides the reported 10-minute procedure extension, which the physician did not consider to be clinically significant. The patient was not administered any prophylactic medication as a result of the broken delivery wire. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600), and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). Per the information, the replacement stent was implanted after it was used to remove the second piece of broken delivery wire from the patient. The patient was not prescribed any medication after the procedure. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9104192. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A fractured/separated delivery wire of the enterprise2 vascular reconstruction device could potentially embolize, resulting in ischemia or infarct. In this case, there were no reports of patient harm; however, the physician was required to perform the surgical intervention of delivering a second and microcatheter to facilitate the retrieval of the delivery wire fragment from the patient. Based on this surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that before the start of an endovascular embolization procedure, the device packages and the devices, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9104192) and a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) were inspected and found to be in good condition. During the procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9104192) was advanced to the target site and an attempt to release the stent was made. After the stent was released, the markers on the stent were observed to be opened well, but the tip of the delivery wire broke into two (2) separate pieces. The physician removed one part of the broken delivery wire and microcatheter from the patient, then replaced the 150cm x 5cm prowler select plus microcatheter to deliver a new stent to capture the second piece of the broken delivery wire to remove it from the patient. It was then reported that the procedure was completed after an approximately 10-minute delay. There was no report of any negative impact on the patient.